Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation of samples received found black spots on four dressings, establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during wound treatment, there were black spots on four (4) dressings in the carton of a melolin non sterile 10x20cm ctn 75. This happened before use in patient. Treatment was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.